Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower hardware failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 1 had failed to open. A field service engineer (fse) responded to a customer report that tower door 4 was consistently failing but could be recovered. Upon arrival, the fse performed corrective actions by cleaning oxidation and re-tightening wire harness connectors. After logging into the hardware testing application, tower door 4 passed all functionality tests, and the customer confirmed successful operation in the user application. The system functioned as intended after the field service engineer repaired the device.